Manufacturer narrative:
To date, no additional information has been received from the article's author contact. Based on the content of the article, there was no information as to which devices (or manufacturers' devices) were associated with the adverse events. A device history records review could not be performed as the serial numbers were not provided. Based on the limited information received, a root cause cannot be determined.

Event description:
Medtronic received information from a journal article that showed there were ten valve-related complications from a population of 23 patients over 18 years, and possibly one implant procedure-related death within 30 days of device implant. The study was a retrospective analysis of long-term outcomes of aortic root replacement at a single medical facility. The analysis covered 225 patients over the 18 years and involved three types of replacement devices: mechanical conduits, freestyle porcine aortic root prostheses and aortic homografts. The average age of the patients with this model device was 56 years. There were 11 male and 12 female patients. The median length of follow-up of the entire study population was 6.1 years; the range of follow-up for patients with this model device was zero to 17.9 years. It was reported that four freestyle patients underwent reoperation (which the article defined as either valve-root dehiscence, structural valve degeneration, periaortic abscess or infective endocarditis, but did not link specific complications with each of the three device types). In addition, one freestyle patient had infective endocarditis, three patients had a hemorrhage/intracerebral hemorrhage, and two patients had a thromboembolism/postoperative cerebral infarction. The article also indicated that three freestyle patients three bleeding events due to anticoagulation therapy that they required. The study found that by multivariate analysis, preoperative diabetes mellitus, older age, and longer cardiopulmonary bypass time were independent predictors of mortality. Of the entire study population, the overall 30-day mortality was 12 patients, or 5.3% (11 patients expired of postoperative cardiogenic shock or hemodynamic instability, and one patient expired due to septic shock). Specific details of deaths related to the three device types were not reported, but the accompanying graphs (and reported time range of patient follow-up from zero to 17.9 years) appeared to indicate there was one freestyle death that occurred in relation to the device implant procedure. The reported date of death in this report is the approximate start of the study population implants, as additional details were not provided in the article.

Manufacturer narrative:
Additional device- and patient-specific information, including patient death information, has been requested from the article¿s corresponding author. To date, no additional information has been received. A review of medtronic¿s database of complaints did not find any previous reports or returned devices from this facility. Long term outcomes of aortic root replacement: 18 years¿ experience authors: ji hyun bang, m.d., yu-mi im, m.s., joon bum kim, m.d., suk jung choo, m.d., cheol hyun chung, m.d., jae won lee, m.d., sung-ho jung, m.d. Korean j thorac cardiovasc surg 2013;46:104-110 issn: 2233-601x (print) issn: 2093-6516 (online). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
The event date for this report is corrected to the date of online publication of this article.